Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was prompting an error 1 message when he was attempting to test his blood glucose. According to the ot ultrasmart owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 11am. The patient reported using humalog insulin pump therapy to manage his diabetes. The patient reported taking his usual dose of humalog insulin on (B)(6) 2013 at 8am. The patient reported 4 hours after the issue first started, he developed symptoms of ¿shaky and funny smell in nose.¿ the patient reported on (B)(6) 2013 at 3:15pm he had some glucose tablets as treatment. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he was unable to test, took his medication as usual, developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.